Event description:
Screws originally implanted in 2004. Surgeon confirmed first broken screw via x-ray two months later. Second broken screws confirmed via x-ray the next month later. First screen confirmed broken right l4 pedicle screw. Forty five days later - second screen confirmed broken left & right l4 pedicle screw and return of spondylolisthesis. Performed post lateral fusion and tlif. Broken screw removed in 2005 and replaced with new. Broken screws were removed from l4. Note: pt took a fall (severe) post-op late august 2004.